Manufacturer narrative:
Additional information provided: event & concomitant medical products.

Event description:
The customer reported that while the nurse was inserting the spike into a new bag of d5, the two port tubing set that had been in use for one day, separated and leaked below the drip chamber. There was no harm to the adult patient.

Event description:
The customer reported that while the nurse was inserting the spike into a new bag of d5, the two port tubing set that had been in use for one day, separated and leaked below the drip chamber. There was no harm to the adult patient.

Manufacturer narrative:
The customer¿s report that the tubing separated and leaked below the drip chamber was confirmed. Visual inspection of the set noted separation at the engagement between the tubing and drip chamber. Closer inspection under magnification observed insufficient solvent at the end of the tubing. Functional testing was deemed unnecessary due to separation. The tubing¿s outside diameter was measured and found to be within specification. The root cause of the customer¿s report was identified as a manufacturing issue due to insufficient solvent being applied at the junction of the pvc tubing.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient age and dob requested but not provided, however, the customer states that the patient was an adult patient.

Event description:
The customer reported that while the nurse was inserting the spike into a new bag of d5, the two port tubing set that had been in use for one day, separated below the drip chamber. There was no harm to the adult patient.